Event description:
It was reported that at an unspecified time following the implant of a transcatheter bioprosthetic pulmonary valve the patient experienced chest pain and shortness of breath. A computed tomography (CT) identified a potential atypical infection. A chest x-ray was negative for suspicious findings. An electrocardiogram noted no new findings. Blood laboratory results were reported as non-significant and negative for suspicious findings. A cardiac ultrasound was negative. Unspecified medication was provided. The physician indicated the event was possibly related to the implant procedure. Additional information received indicated that the unspecified chest pain and shortness of breath occurred four days following the valve implant. The CT identified atypical pneumonia. The status of the unspecified chest pain and shortness of breath remain resolving.

Manufacturer narrative:
Updated data: conclusion: as the event reported an adverse event in a procedure involving a medtronic device an investigation was required. As the device remained in the patient at the time this investigation was completed, no return product analysis was able to be performed. The reported event is unconfirmed. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Hospital-acquired infections resulting from tavi procedures can generally be attributed to a number of patient- and procedure-related factors rather than device-related factors. The sterilization process used by medtronic has a microbicidal effect on the microorganisms such as staphylococcus and streptococcus species; it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus which is representative bioburden for the microbial flora found in medtronic¿s manufacturing-controlled environment. Based on the above investigation, the infection is unlikely to be caused by the device and/or manufacturing process. The device instructions for use (IFU) lists infection as a potential risk associated with the treatment procedures. There was no identified inadequacy with the IFU in relation to this event. This event will continue to be monitored and trended. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a1, b5, d4, d6a, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the unspecified chest pain and shortness of breath occurred 4 days following the valve implant. The computed tomography (CT) identified atypical pneumonia. The status of the unspecified chest pain and shortness of breath remain resolving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at an unspecified time following the implant of a transcatheter bioprosthetic pulmonary valve the patient experienced chest pain and shortness of breath. A computed tomography (CT) identified a potential atypical infection. A chest x-ray was negative for suspicious findings. An electrocardiogram (ECG) noted no new findings. Blood laboratory results were reported as non-significant and negative for suspicious findings. A cardiac ultrasound was negative. Unspecified medication was provided. The physician indicated the event was possibly related to the implant procedure. The outcome status was reported as resolving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received updates which indicated that the patient had presented to the emergency department (ed) with the chest pain and shortness of breath. The chest x-ray noted clear lungs and absent of pleural effusions and pneumothorax. The cardiac ultrasound was not clinically significant. The computed tomography (CT) imaging demonstrated patchy ground-glass consolidative opacities in the right middle and lower lobes which was a concern for pneumonia versus parenchymal hemorrhage. Oral antibiotics were started. The patient was discharged from the ed the same date as presentation.